Manufacturer narrative:
(B)(4). E1 initial reporter state - (B)(6). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the sensor wire was broken, detached, or missing. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.